Event description:
An abbott customer technical advocate (cta) was contacted by the account stating that when using the celldyn 4000 analyzer in closed mode that rack #10 will be up one position at rack/tube position#4, sample that pt and then back up one position to rack/tube #3 and use the same barcode ID as rack/position #4. The account stated that no other racks show this event and that they are not running assays that back up the rack as part of the routine process. The account noticed the event occurring twice and was able to question the printouts and not release any results on those patients. No barcode label information was shared with the cta. No impact to pt management was reported.